Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 5.3; date: (B)(6) 2011, inratio: 1.7, lab: 5.5.